Manufacturer narrative:
The customer initially performed troubleshooting by replacing the waste pump tubing; however, the problem remained. The customer found a clog from the lower peristaltic pump tubing. The customer was able to push out the obstruction by manipulating the tubing, and resolved the reported instrument issues. (B)(4).

Event description:
The customer reported low hemoglobin (hgb) on controls and a fluid leak of approximately 1ml from the baths of a coulter act diff analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.